Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician¿s office complaining of palpitations. Upon device interrogation, the atrial lead was experiencing sharp noise that could not be reproduced using mechanical techniques, but was causing mode switching on the device. On (B)(6) 2018, the lead was capped and replaced. The patient was stable before and after the procedure.